Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the smallbore 6 inch ext vlv, the device experienced clogged/blocked/occluded. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that it will not flush. Verbatim: we¿re having issues with bd part#20039e/ smartsite¿ extension set problem: will not push flush/flow issues.

Manufacturer narrative:
H6: investigation summary no product or photo was returned by the customer. It was reported that the product will not flush. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on model 20039e because a lot number was not provided by the customer. A definitive root cause for the customer's experience could not be determined as no needle-free connector (smartsite) was returned. Following a small number of similar reports, bd has conducted an in-depth investigation to identify any potential contributing factors for occlusion of this nature. CAPA 1998036 has been initiated. The investigation has determined that a potential contributor could be the result of an insufficient amount of fluorosilicone having been injected into the piston during the assembly process. Fluorosilicone is a lubricant used to ensure proper functioning of the needle-free connector when activated.

Event description:
It was reported when using the smallbore 6 inch ext vlv, the device experienced clogged/blocked/occluded. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that it will not flush. Verbatim: we¿re having issues with bd part#20039e./ smartsite¿ extension set problem: will not push flush/flow issues.